Event description:
Related MFR report: 3006705815-2021-01418. It was reported the patient had a surgical procedure because the scs system would not enter MRI mode. During the procedure one of the patient's scs system lead was removed and the physician noticed a break in the outer casing of the lead. Postoperative, the patient reported good coverage with the remaining lead.

Event description:
Related MFR report: 3006705815-2021-01418.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.